Event description:
Rest "[tampon]" did not came out "[foreign body in reproductive tract]". Went to take out regular "[tampon]"¿ string came out rest did not "[complication of device removal]". "[Tampon]" string came out "[device breakage]". Case narrative: consumer stated via email that string came out from tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.